Event description:
Patient's representative reported capsular contracture, baker grade unknown, muscle and joint pain, migraines, dry eyes and cardiac arrhythmia. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., d.6a.

Event description:
Patient's representative reported capsular contracture, baker grade unknown, muscle and joint pain, migraines, dry eyes and cardiac arrhythmia. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown